Manufacturer narrative:
Analysis description: final analysis found that the insulation was abraded at 11.5 cm to 11.6 cm from the connector pin, which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise and low impedance.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and an impedance anomaly. The lead was explanted. The patient was stable post procedure.